Event description:
Site reported when re-inserting the edge 180 sensor catheter, it only went about 2/3 of the way into the ewc and stopped. They were unable to continue with the case, it was cancelled. The pt was under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
Device not received for evaluation to date. There was no harm or injury to the pt reported. In an abundance of caution, we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.